Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair will move forward but will not go in reverse or turn left and right. Dealer states the brakes disengage as normal, indicating possible damage to the inductive.